Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported problem. Upon troubleshooting actions, fse found that the system was able to store only one patient images. Fse bypassed the hard disk and directly connected to motherboard and recreated the hard disk. After repair, the system was returned to use in good working order. Few days later, issue was reoccurred. The philips engineer replaced the image hard disk. After replacement of the image hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system often reported that the available image storage space was low. Sometimes it could only perform fluoroscopy, but not exposure. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and re-created the image disk. The device was returned to expected functionality.